Event description:
Customer stated that a white box appeared on sc7000 screen that said kion critical said the unit then showed the preuse check menu, and stopped ventilating pt. Anesthesiologist removed pt from machine and took another room and continued procedure.